Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6500 pump. Arrived with chipped cracked case. Event log was opened and found ' service due, upstream occlusion detected and no disposable alarm messages." When the device was tested ,the complaint was verified. Pump displayed alarm " 1320 error code and service due." The repair was isolated to real time clock lithium battery. Once repaired ,the device passes all functional and delivery testing. No cause of event established.

Event description:
Device analysis completed and final report will be sent closing file.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was alarming. There were no reported adverse events.